Event description:
Information received by medtronic indicated that the insulin pump was damaged and hanging by a thread. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Pump passed the self-test, however unable to perform displacement test due to missing retainer ring. P-cap did not lock into reservoir. The sensor and transmitter was able to connect and calibrate with the pump successfully. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window/cover, label damage (serial number label peeling/unsticking), missing o-ring (reservoir tube), broken reservoir tube lip and detached retainer. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. In summary, customers alleged no communication between pump and transmitter was not confirmed. Sensor and transmitter connected and calibrated to the pump successfully. No damage on electronic/motor assemblies noted. Cosmetic damage at the retainer ring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.